Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided and reviewed. The first photo shows the partial view of hub attached to catheter which was implanted into patient. The physician was catheter hub and was noted to be fractured and some portions were separated from hub. Material separation was noted. The second photo shows the partial view catheter with hub and syringe was attached within the hub. The hub was noted to be cracked. Therefore, the investigation is confirmed for the reported catheter connector fracture for both the devices and identified material separation for one device issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre opti drainage catheter. On (B)(6) 2026, after completion of the procedure, it was reported that the fracture was noted in the drainage catheter connector. The procedure was completed by replacing the device with a new drainage catheter. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre opti drainage catheter. On (B)(6) 2026, after completion of the procedure, it was reported that the fracture was noted in the drainage catheter connector. The procedure was completed by replacing the device with a new drainage catheter. There was no reported patient injury.